Event description:
It was reported that the pump touch screen was unresponsive. Customer reset the pump to resolve the issue. There was no reported adverse impact. Customer declined follow up from tandem technical support for toubleshooting.